Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "broken cable". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of a broken pitch cable is a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Failure analysis found an additional observation that was not reported by the site. The main tube of the tenaculum forceps instrument exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.24" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube scratch marks not related to the customer reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 420207-09/n10181026395 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4), with 6 uses remaining. At this time, it is unknown if the instrument damage occurred during the procedure or during central processing. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tenaculum forceps had a broken cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.